Event description:
Customer reportedly obtained a blood glucose result of 99 mg/dl on the aviva system and 55 mg/dl on a comparison lab drawn within 10 minutes. Customer ate in response to symptoms. No adverse event reported. Requested return of suspected and replacement was sent.